Event description:
The company representative reported that the dpm 6 monitor's mpm module failed. No patient injury was reported.

Manufacturer narrative:
Corrections included replacement of the unit's mpm module.